Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant alarms / damaged connector) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and the white drvn gnd wire was open inside the trunk cable. The cause of the constant alarms and test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a french patient's device was producing constant gong alarms and had a damaged connector.